Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec-3890lk is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the air/water channel dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water channel. In addition, we confirmed that the lg cable connector fluid damage, the insertion flexible tube (ift) buckled, the light guide cable buckled, the suction channel buckled, the angle wire play, the light guide cable leak, the objective lens unit scratched, the air/water nozzle dirty, the air/water nozzle loosened, the lg prong top loosened, the bending rubber worn out, and the lg root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged